Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that an external dialyzer blood leak occurred approximately one minute after the start of a patient¿s hemodialysis (hd) treatment. Blood was observed leaking externally from the bottom header cap of the dialyzer. The machine, a fresenius 4008s, did not alarm. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were not used. No defects were identified on the dialyzer. After the blood leak was noticed, the dialyzer was immediately replaced with a new one. The patient¿s estimated blood loss (ebl) was approximately 1 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being re-setup with a new dialyzer on the same machine. The dialyzer was not available to be returned for a manufacturer evaluation as it was reportedly discarded.